Manufacturer narrative:
Follow-up #1: date of submission 03/1782016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the reported call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box history found records of the reported memory malfunction related call service alarm. Using tests caps, the pump powered up properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported call service alarm. A normal bolus and an audio bolus was delivered and recorded corrected. Unrelated to the complaint, display was dim with a reddish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 012. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.